Event description:
Elevated blood glucose levels and vomiting. The patient was introduced to an induo insulin doser and novolog penfill (fast-acting insulin aspart) in 2002 for type I diabetes, experienced elevated blood glucose levels for 1 week and vomiting for one day. For 5 days, patient's blood glucose levels were between 200mg/dl and 300 mg/dl. On the fifth day, patient began taking prednisone because of a scheduled magnetic resonance imaging (MRI) and allergy to the dye. The next day patient's blood glucose levels increased to the 300 mg/dl range. At 6 p.m. The blood glucose level was 422 mg/dl and they administered 13 units of novolog penfill insulin with the doser. They stated that they believe that they did not receive any insulin during the injection because the push button on the doser was difficult to depress and it did not lock into place after being depressed. At 10 p.m. Their blood glucose level was 530 mg/dl. They attempted to administer novolog penfill insulin with the doser but they were unable to depress the push button. At that point they went to the pharmacy and obtained a vial of novolog insulin and conventional insulin syringes. At 11 p.m. They administered 14 units of novolog insulin with a conventional insulin syringe. The next day patient's blood glucose level decreased to 400 mg/dl, however they started vomiting. At 8 a.m. Their blood glucose level decreased to 300 mg/dl but they were still vomiting. The patient called their physician, who advised them to go to the emergency room. When they arrived in the emergency room at 9 a.m., their blood glucose level was in the 300 mg/dl range and they were treated with regular insulin subcutaneously (unknown amount) and one liter of intravenous fluids. By 12:30 p.m. The vomiting resolved and patient's blood glucose level was 91 mg/dl. The patient was sent home at 1 p.m. With no further treatment. Patient continues to use novolog insulin with conventional insulin syringes and their blood glucose levels have remained normal. Patient performed an air shot before each injection with the doser and changed the disposable needles with every injection. They did not do a function check on the doser. The patient had pancreatitis in 1999 and they were diagnosed with a pancreatic cyst in 2002, which is scheduled to be drained in 2003. There had not been any changes in patient's diet or activity level at the time of the event, however, patient stated that they have been feeling tired for the past few weeks due to the cyst. They also stated that one reason their blood glucose level may have been high was because of the prednisone that they began taking.